Event description:
It was reported that during a procedure at 13,087 joules and 1:43 minutes the fiber was shooting out the tip. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits severe char on surface. The fiber was tested with hene laser fixture, aim beam is present at glass cap fracture point. There are no indication of light out of fiber tip. The outer flow tubing open end exhibits minor scratch marks, and signs of melting. Due to the observed failure 'glass cap proximal fracture', the overall investigation conclusion code for the complaint is known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of cap proximal fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The reported complaint was not confirmed. Light didn't appear out of fiber tip. Glass cap proximal fracture observed. An evaluation conclusion code of no problem found was assigned to this investigation.the manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that during a procedure at 13,087 joules and 1:43 minutes the fiber was shooting out the tip. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no harm to the patient.